Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient began to experience phrenic nerve stimulation. Diagnostic imaging was performed and revealed left ventricular (lv) lead micro-dislodgement. The issue was resolved by explanting and replacing the lv lead. The patient was in stable condition.